Event description:
Reporter stated the customer was hospitalized with hyperglycemia, and the customer believes the insulin delivery of the infusion device is too low. She was vomiting, had diarrhea, and felt tingling in her chest and back. Her blood glucose was 400 mg/dl at home and "hi" (>600 mg/dl) at emergency care, and she was treated with an IV drip and 50.0 units of insulin. Her blood glucose decreased to 280 mg/dl after some time and then increased to 350 mg/dl at 12:00 p.m. On (B)(6) 2014. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).